Event description:
The field service engineer, upon finishing a service call, left the laser system in maintenance mode. By design, the system does not perform all the same functions as it would in user mode. Afterward, dr socia performed surgery on a "white cataract" (a very dense, bright, hard cataract). He did not notice that the reconstruction of the lens (3d model) based on the imaging process did not appear on the monitor as is the normal process in user mode. When in maintenance mode, there are no messages provided, noting the anterior surfaces/brightness of the white cataract. Also, the system does not prevent firing in maintenance mode since that is reserved for field service engineers when working on the system. The laser fired accurately based on the set parameters but due to the missing anterior lens surface data, it performed a capsulotomy in the posterior cornea. The doctor aborted the procedure and evaluated the pt. A full thickness corneal perforation was present in one quadrant. Dr socia did not perform any surgical intervention at the time to preclude permanent damage and sent the pt home to allow the cornea to heal. The pt was placed on steroid and prophylactic antibiotic ophthalmic drops. The doctor will perform a post-op eval within two months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803 when add'l reportable info becomes available. (B)(4).